Event description:
It was reported that following implantation of the preloaded monofocal intraocular lens (iol), model diu450, in the patient¿s left eye, the patient experienced a refractive error due to the selection of an incorrect lens power. The implanted iol was subsequently explanted and replaced with a lens of a different cylinder and diopter to improve the visual outcome. No patient harm was reported. The complaint device was discarded. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: implant date unknown/not provided section d6b: if explanted; give date: unknown/not provided. Section e1: (email address): unknown/not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.